Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿error code 600.6825 ,wireless card - network issues¿ was confirmed. On (B)(6) 2024 , pcu was received unboxed and with paperwork. ¿error code 600.6825, network comm error¿ displayed on the pcu when turned on. Downloaded bd wi-fi settings into pcu and unit failed network connectivity on asm/asft program. Swapped with a known-good radio card and re-tested with bd wi-fi settings, unit passed network connectivity on asm/asft program and bootup test. Radio card is defective. Device to be returned to san diego repair center for normal processing. Recommend replace wi-fi card. Failure investigation report uploaded to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 600.6825. There was no patient involvement.